Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient started having some bladder pain, frequency, urgency, and leaking about 2 weeks ago in (B)(6) 2016. The patient had to go to urgent care for pelvic floor pain. The patient saw a health care provider (hcp) at the same office as their managing hcp and they did a urine test. They did not find an infection they cultured, but put the patient on antibiotics. The patient's therapy was on, set on program 1 at 2.8v. The patient changed to program 2 at 1.8v and they felt better. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.